Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Medical records received for another complaint ((B)(4)), and within the medical records it was discovered the left knee was revised on (B)(6) 2004 for loosening. The tibial tray, insert, and femoral component were revised. The loosening interface and cement manufacturer are unknown at this time.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.